Manufacturer narrative:
Investigation evaluation: the product was returned to the approved supplier for evaluation. A follow-up report will be submitted once the supplier's evaluation is received. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we cannot adequately determine a root cause at this time because the investigation is still in process at our approved supplier. Prior to distribution, all captura serrated max forceps with spike are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assesment. Quality assurance will continue to monitor for complaint trends and reassess the risk assesment results as post market feedback continues to become available.

Event description:
During a colonoscopy procedure in the sigmoid colon, a cook captura serrated max forceps with spike was used. They went down the endoscope with the forceps and saw the sheath was abnormal. The coating is practically nonexistent. Metal can be seen where the outer sheaths' coating should be. No section of the device detached and became free inside the patient. They used a cook snare to successfully complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.